Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was not able to work on battery/dc (direct current). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and found loose battery connector. Se reconnected battery connection properly and ventilator is now working on dc battery. The unit passed all testing and operates within the manufacturing specifications.